Manufacturer narrative:
(B)(4).

Event description:
It was reported that a true ventricular tachycardia was observed in a non-sustained episode. The ventricular tachycardia slowed down just below the detection rate, and the patient did not receive therapy. Patient was asymptomatic. No programming changes were made to address the issue.